Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated not feeling stimulation while therapy was off. The patient stated today was the first time he used the patient programmer (pp) and pp did not allow him to change settings. We determined on the call that pp was showing 'turn ins on' screen. Patient turned his ins on the call and felt stim. Patient was surprised to find out his ins was off. Patient stated he did not press the off button and wanted to know why it got turned off. The patient states that the event occurred 3 weeks, sometime in (B)(6). The patient's indicators were for gastrointestinal/ pelvic floor.

Event description:
Patient stated not feeling stimulation while therapy was off. The patient stated today was the first time he used the patient programmer (pp) and pp did not allow him to change settings. We determined on the call that pp was showing'turn ins on' screen. Patient turned his ins on on the call and felt stim. Patient was surprised to find out his ins was off. Patient stated he did not press the off button and wanted to know why it got turned off.troubleshooting resolved reported issue. The patient states that the event occurred 3 weeks, sometime in august. The patient's indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.